Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: missing records: records for the CT scan showing the ¿hernia at his parastomal site¿ were not provided. (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent parastomal hernia. Postoperative diagnosis: recurrent parastomal hernia. Procedure: laparoscopic repair of parastomal hernia with mesh. Fellow surgeon: (B)(6), md. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 50 ml. Specimens: none. Complications: none. Indication: ¿mr. (B)(6) is a 60-year-old gentleman who was admitted to the hospital per the medicine service with partial small bowel obstruction type symptoms. CT scan was obtained, which revealed a fairly sizeable hernia at his parastomal site. He had a history of previous total abdominal colectomy for ulcerative colitis. This defect contained a fair amount of his small bowel. He was counseled regarding laparoscopic repair utilizing mesh of this defect. He has had 2 previous attempted repairs with suture that have both failed. Description of procedure: after consent was obtained, the patient was taken to the operating room and placed supine on the operating table. After adequate general endotracheal anesthesia, the patient¿s abdomen was prepped and draped in standard surgical fashion. His ostomy was prepped. It was sutured closed with a silk suture. Sterile tegaderm was placed over the area of the ostomy after prepping and then ioban dressing was placed over the entire abdominal wall. Initial entry was gained through the left upper quadrant. A 4 mm optical trocar was carefully inserted into the abdominal cavity and co2 insufflation was initiated. Once safe access was achieved, an additional 5 mm trocar was placed in the right lateral abdominal wall and 2 additional 5s were placed in the left lateral abdominal wall for adhesiolysis. At this time, meticulous adhesiolysis was undertaken. There were several adhesions of the small bowel up to the midline. He had a previous abdominal aortic aneurysm repair as well. Care was taken to reduce all the adhesions from the midline. The parastomal defect was appreciated in the right lower quadrant. The defect was noted. There was a fair amount of small bowel. It was difficult at first to determine what portion of the small bowel was forming the ostomy and what was actually herniated into the defect. Meticulous dissection was then undertaken to carefully bring down the mesentery and the small bowel. It was not involved in the ostomy. The entire contents of the hernia sac were reduced. The only thing going out into the defect was the limb of the small bowel comprising the ostomy. At this time, the defect was measured. The parastomal defect was approximately 6 x 6 cm. Across the midline, there were some smaller swiss cheese defects as well. These were included in the measurement to give the total side-to-side dimension of the hernia 14 cm in width. Therefore, a 16 x 24 cm piece of dual mesh was fashioned. The edges were trimmed. Sutures were place in mid points of the sides. It was introduced through a 12 mm trocar, which was placed in the right lateral abdominal wall. The mesh was unfurled. The inferior suture was brought out first, followed by the left most suture, ensuring 5 cm of overlap. The right-most suture was then placed, pulling the mesh, the defect was closed with 2 interrupted novofil, utilizing transabdominal suture, passing it through the abdomen, utilizing a suture passer. This, in essence, closed the parastomal hernia defect up snug against the small bowel. The mesh was stretched taut. The lateral most suture was then placed. The small bowel then coursed in the right low quadrant of the mesh and an additional transabdominal suture was placed just adjacent to the bowel but not so much to make the exit of the bowel from the mesh taut. The sutures were secured. One additional transabdominal suture was placed in the right upper quadrant, for a total of 6 transabdominal sutures. This was done utilizing novofil. The mesh was the circumferentially tacked, fixated in the anterior abdominal wall, utilizing protac. Tacks were placed around the periphery and, as well, up along the course of the small bowel with care not to tack the bowel. The fascia at the 12 mm trocar site was closed with a fascial closure device and novofil. The trocar was removed under laparoscopic guidance. The abdomen was desufflated. The patient tolerated the procedure well, was awakened, extubated, and taken to the recovery room in satisfactory condition.¿ please note that I was scrubbed and present for the entire case .¿ (B)(6) 2011: (B)(6) hospital. Implant record. Mesh dual 18 x 24 a51837. Body site: ventral abdomen. Expiration date: (B)(6) 2013. Lot #: 8189665. Manufacturer: w.l. Gore & associate. Mfg catalog #: 1dlmcp06. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/8189665) was implanted during the procedure. (B)(6) 2018: (B)(6). [Ni] [not indicated]. Radiology ¿ CT abdomen pelvis without contrast. Impression: small bowel obstruction with transition point at the entrance of the right parastomal hernia/right midabdomen and enterostomy. Associated small parastomal hernia containing small amount of fluid, mesenteric fat, non-obstructed loops of bowel . (B)(6) 2018: (B)(6), md. History and physical. Presents with no ostomy output for 2 days, nausea/vomiting today. Meds: aspirin, plavix. Gi exam: moderately distended, ostomy pink with stool in bag. (B)(6) 2018: (B)(6). (B)(6), md. Radiology ¿ CT abdomen pelvis without contrast. Indication: small bowl obstruction. Status post tear abdominal wall mesh hernia repair. In the right lateral portion of the abdominal wall there is a right mid abdominal ostomy with a parastomal hernia. Impression: minimal improvement in the distal small bowel obstruction with transition point noted at the entrance of the right mid abdominal parastomal hernia. There has been development of small amount of perihepatic and deep pelvic free fluid. Cholelithiasis, non-obstructing nephrolithiasis . (B)(6) 2018: (B)(6). (B)(6), do. Operative report. Pre-operative diagnosis: sbo (small bowel obstruction). Postoperative diagnosis: sbo (small bowel obstruction). Recurrent parastomal hernia. Procedure: exploratory laparoscopy converted to laparotomy. Open repair of recurrent parastomal hernia. Removal of prior intraperitoneal mesh. Surgeon: (B)(6), md; (B)(6), md. Anesthesia type: general. Ebl: 20 ml. Findings: hernia location: umbilical level both midline and stoma site in right rectus muscle. Hernia size: 15 x 4 cm. Mesh size & type: none, primary suture repair. Indications: this is a patient with a prior history of ulcerative colitis and permanent ileostomy. He had undergone a laparoscopic modified sugarbaker parastomal hernia repair with gore dualmesh in 2011 by dr. (B)(6). The patient presented to the hospital with signs and symptoms of partial bowel obstruction. The patient had an abdomen and flow course where he intermittently got better having bowel activity but then subsequently developed obstructive symptoms again. After an extended hospitalization and failure of conservative management, decision was made to proceed with laparoscopic exploration. Description of procedure: ¿the patient was positioned supine, padded and secured to the bed. The abdomen was widely prepped and draped. Sterile 2 x 2 dressings were placed over the ileostomy as well as a large tegaderm dressing followed by a large I ran [sic] dressing over the entire anterior abdominal wall. A time out procedure was performed. Utilizing a 5 mm optical viewing trocar, the abdomen was entered off of the right hypochondrium safely. Upon entry into the abdomen it was insufflated to 15 mmhg pressure and an inspection the abdomen [sic] was carried out. There were noted to be dilated loops of small intestine. I was able to safely place 2 additional 5 m [sic] trocars in the right lateral abdomen and an additional 5 mm trocar in the midline lower abdomen. It was evident that the prior intraperitoneal mesh had come loose from the right lateral abdominal wall resulting in folding of the mesh medially which allowed herniation of the proximal portion of the ileum up above the mesh in between the mesh and the abdominal wall as well as further herniation into the existing parastomal defect. Furthermore, there was a recurrent midline incisional hernia defect at around the level of the umbilicus directly medial to the existing parastomal defect. For approximately 1 hour, I attempted a meticulous and tedious lysis of adhesions with an attempt at reduction of the small intestine. I was able to reduce approximately 75% of the herniated intestine above the mesh and into the parastomal defect but it became tenuous due to difficulty reducing it completely, laparoscopically. A midline laparotomy incision was made and dissection was carried down to subcutaneous cutaneous tissue utilizing cautery. Immediately noted was the intraperitoneal mesh which was then cut in half and first the left side of the mesh was removed from the abdominal wall intact with all of its tacks and sutures. The right lateral last echo the mesh was then subsequent [sic] dissected off the abdominal wall gently as well as dissecting it away from the small intestinal adhesions on the visceral aspect. The mesh was completely disconnected from the right lateral abdominal wall and passed off the field. The small intestine was now better visualized and it was exteriorized. There was an area of matted down loops of small intestine. The interloop adhesions were sharply divided allowing the small intestine to be completely straightened out. There were 2 small areas of deserosalization which were not full thickness. These too were individually suture [sic]. With 3-0 vicryl suture in a lembert fashion. It was evident that the level of the bowel obstruction was in fact where the small intestine was herniating up over the edge of the mesh in between the mesh and the abdominal wall. With manual traction, the remainder of the bowel was easily reduced. All of the bowel was viable. The resulting defect within the right rectus muscle was approximately 4 cm in greatest diameter. A hernia defect at the midline at the level of the umbilicus was no greater than 3 x 3 cm as a result, the total hernia defect area was 15.7 m [sic] wide by 4 cm in vertical dimension. The included both the midline hernia and the stoma site hernia. I elected to perform a simple suture repair of the parastomal defect. While protecting the ileum as it exited the abdominal wall, a figure-of-eight #1 pds suture was placed below the level of the bowel to snug up the parastomal defect in a vertical fashion. The protective covering on the stomas was removed and I digitized it. I was able to pass my index finger down the intestine where it made a turn before it went through the rectus muscle into the peritoneal cavity. The parastomal closure was not overly tight. I placed a tegaderm dressing over the area to protect the ileostomy. At this juncture, the small intestine was traced from the stoma proximal to ensure there is no other problems intestine [sic] or missed injury. There was none. The abdomen was irrigated with warm normal saline. The midline fascia was reapproximated with a continuous 2-0 pds suture utilizing a small stitch technique. The fascia came together very well this included the closure of the small midline incisional hernia. The subcutaneous tissue was irrigated with saline. Scarpa¿s fascia was closed with 2-0 vicryl suture, as was the deep dermis. The skin was closed with 4-0 monocryl separate particular suture and skin glue. A new ileostomy appliance was applied.¿ (B)(6) 2018: (B)(6). (B)(6), md. Discharge summary. Underwent open repair of recurrent parastomal hernia and removal of prior intraperitoneal mesh, no complications, tolerating diet, having ostomy function. Discharged to another healthcare institution, not defined. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8189665. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh had loosened and folded causing an additional surgery and removal. Additional event specific information was not provided.